Manufacturer narrative:
Other relevant device(s) are: product ID: 9735346r, serial/lot #: unknown.(B)(4). No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation has not been done at the time of filing this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection. It was reported that the camera on the system was not functioning. The system was beeping but the camera would not connect. Navigation was aborted and the site brought in a different system to complete the case. There was a procedure delay of less than one hour and no impact to the patient.